Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990i-us is available in the USA with a 510k number k131902. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module. In addition, our technician confirmed that the angle wire fluid damage, the ccd module with drive pcb fluid damage, the insertion flexible tube compressed (short in length), the light guide cable compressed (short in length), the insertion flexible tube buckled, the light guide cable buckled, the segment corroded, the water jet tube leak, the bending rubber leak, the lg water jet supply tubes leak, the remote control buttons cut, and the segment steel braid rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).